Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (pt treated) has been investigated. Upon investigation, there was corrosion inside the cable running from ECG electrodes c and d. In addition, the pt's ECG recordings show significant signal artifact on the front-back channel, which contributed to the inappropriate treatments. The cause for the signal artifact is corrosion found inside the cable running from ECG electrodes c and d. The root cause of the corrosion cannot be positively identified but is likely a result of liquid ingress. Treatment analysis concludes the pt received two inappropriate shocks. Her qrs and st-t morphology are different from those of baseline, which contributed to the double counting and resulted in the false detection. The pt used the response buttons during the treatment sequences, but she didn't use them immediately prior to the shocks. Of note, persistent signal artifact was seen on fb channel even in her baseline recording. No adverse resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report the at she had been treated. The pt was issued a replacement electrode belt.